Manufacturer narrative:
Request for unit to be returned. Device was not available for inspection at this time. Unit is over 5 years old and contains instructions not to use while sleeping.

Event description:
Due to joint paint, patient went to bed with heating pad on ankle and work up 4 hours later to pain. The next day patient had severe leg pain and the skin was peeling/blistering. Patient went to doctor and was told patient had 2nd degree burn.